Manufacturer narrative:
The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6., g.1. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Additionally, healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: black particles on shell, around 0-25% of the shell is missing, broken shell with sharp edge in the same location of crease on posterior side, nicks, fold creases, a curved opening with striated edge on posterior side and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: - a striated opening assessed as surgical damage. - missing shell that is assessed as inconclusive. - broken shell with sharp edge in the same location of crease on assessed as fold flaw opening. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5., d.4, d.10., h.3., h.4, h.6.

Event description:
Additionally, healthcare professional reports partial double capsule.